Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. The fse performed troubleshooting and replaced geometry pc, replaced f18 in pdu(power distribution unit) and height drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that geometry movement was not available. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the movement was not possible. Troubleshooting actions showed a problem with the geometry pc. The fse replaced the geometry pc returned the system to use in good working order.